Manufacturer narrative:
The biomed found that the unit blower temperature was too high, and that the blower was the issue. The biomed replaced the blower motor to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit is failing airflow accuracy during performance verification. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated while unit was on patient, the unit alarmed "could not reach target flow" during hft. The unit failed the air flow accuracy test where the low-pressure plug is removed from the internal exhaust port. The pressure only dropped 3cmh20. The biomed found obstruction in the internal exhaust port. The biomed removed obstruction and unit now passes the air flow accuracy test. The rse advised that with that exhaust port blocked it would cause pressure to build during hft use and could have caused that alarm. The biomed was going to complete the pvt before putting back into service. It is unknown if any repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.